Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059346) on 11-feb-2016. The most recent information was received on 13-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy bleeding for 3 months / lots of bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril and minerals nos;vitamins nos (one-a-day). In 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria disability and medically significant), procedural pain ("I felt excruciating pain and menstrual cramps immediately after essure placement") and dysmenorrhoea ("bad painful menses / lots of cramping"). On an unknown date, the patient experienced abdominal pain lower ("get a sharp pain in my lower abdomen"), alopecia ("have thinning hair.") And arthralgia ("right hip pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, dysmenorrhoea and abdominal pain lower had not resolved and the procedural pain, alopecia and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, menorrhagia and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5059346) on 11-feb-2016. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy bleeding for 3 months / lots of bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included and lisinopril. In 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria disability and medically significant), procedural pain ("I felt excruciating pain and menstrual cramps immediately after essure placement") and dysmenorrhoea ("bad painful menses / lots of cramping"). On an unknown date, the patient experienced abdominal pain lower ("get a sharp pain in my lower abdomen"), alopecia ("have thinning hair.") And arthralgia ("right hip pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, dysmenorrhoea and abdominal pain lower had not resolved and the procedural pain, alopecia and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, menorrhagia and procedural pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event "arthralgia" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.